Event description:
Device malfunction: none symptoms/ae: retroperitoneal bleed. Time of symptoms/ae: after vessel closure. It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, in 2008 the arteriotomy procedure was completed without event. Next morning the pt reported to have "crashed" and it was found the pt had a retroperitoneal bleed requiring a blood transfusion. The pt was reported to be stable. The procedure was noted to have been a "high-stick", above the most inferior border of the interior epigastic artery (iea). There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.